Event description:
Procedure performed: ni. Event description: complaint 1 of 3 (B)(4). Complaint 2 of 3 (B)(4). Complaint 3 of 3 (B)(4). There was an incident 5 months ago that happened at [hospital] or about a used inzii retrieval #cd004. The staff reported that the bag material shredded and broke with 3 consecutive inzii specimen bags. Unfortunately, the affected products was not saved but we would like to find out if you¿re aware of any ongoing issues with the inzii retrieval product. Please advise. Intervention: ni. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ni. Event description: complaint (1) (B)(4) - MFR# 2027111-2024-00463. Complaint (2) (B)(4) - MFR# 2027111-2024-00464. Complaint (3) (B)(4) - MFR# 2027111-2024-00466. There was an incident 5 months ago that happened at [hospital] or about a used inzii retrieval #cd004. The staff reported that the bag material shredded and broke with 3 consecutive inzii specimen bags. Unfortunately, the affected products was not saved but we would like to find out if you¿re aware of any ongoing issues with the inzii retrieval product. Please advise. Intervention: ni. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.